Event description:
Revision surgery to replace a worn right acetabular component. The rim of the polyethylene insert was reportedly worn, apparently from repeated contact with the neck of the femoral stem.